Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was "something wrong" with the implantable pulse generator (ipg). It was also reported that there were some "irregulaties and loose leads." Communication attempts to obtain additional information from the clinic were made but were unsuccessful. The ipg, right ventricular (rv) lead and the right atrial (ra) lead all remain in use. No patient complications have been reported as a result of this event.